Event description:
Customer reported that the insulin pump was stuck in the preparing to prime loop. Customer also reported that the insulin pump returned an error alarm. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).